Event description:
Customer reported erroneous differential test results with high eosinophil percent and low neutrophil percent were obtained for seven patient samples over several days when using a coulter lh 750 hematology analyzer. There were no instruments generated flags with the test results. The test results were determined to be erroneous when compared to a manual differential with lower eosinophil percent and higher neutrophil percent. Tests results were reported out of the laboratory. Corrected reports were issued for all patients. No reports of death or serious injury , and no affect to patient treatment as a result of this event. This event represents event 3 of 6 events reported by this customer.

Manufacturer narrative:
The instrument controls were run before and after the incident and recovered within assay ranges. Raw data was not provided. On (B)(4) 2010, the field service engineer replaced the laser , aligned the flowcell, replaced and aligned the light scatter sensor mask. Replaced the reticulocyte stain pump and verified the instrument performance. Root cause is the parts replaced and repair of the analyzer. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 3 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01262, MDR 1061932-2011-01263, MDR 1061932-2011-01265, MDR 1061932-2011-01266, MDR 1061932-2011-01267.